Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Sometime after the patient had a hip surgical procedure, patient felt the vibratory alert. Patient was transferred to the follow-up hospital and interrogation of the device failed. No communication could be established. The device was explanted.

Event description:
It was reported that, "headless pin got stuck in cutting blocks."

Manufacturer narrative:
Upon receipt, the device was found to be in hwvvi mode. Analysis of the memory map found the device entered hwvvi mode on (B) (6) 2009, two days after the reported surgery, due to a por (power-on reset) while delivering hv therapy. It is believed that the cause of the por was due to a lead anomaly. The device was tested on the automated test system and on the bench; the device passed all tests and no anomalies were detected. .